Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28016, related manufacturer reference number: 2017865-2021-28018. It was reported that a patient presented with an infection. The patient's right atrial (ra) and right ventricular (rv) leads were explanted. No additional information was reported.